Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and the stylet was still inserted in the lead. Dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break. It is important to note that lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension and retraction at the time the lead was explanted. Analysis failed to identify any product abnormalities that may have caused or contributed to the reported clinical observation of dislodgment.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged. A revision procedure was performed wherein the physician attempted to reposition the lead, but the lead failed to extend and retract its helix again. The rv lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.